Manufacturer narrative:
Evaluation summary: a section of host cardiac muscle received included the valve sewn at the host annulus. Heavy host tissue is detected at the stent inflow. Minor gap is detected at the coaptation region. No other inconsistencies detected visually as the leaflets are intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. Moreover, the x-ray revealed a secondary device, most likely an annuloplasty ring. The ring is covered with host tissue overgrowth. It is not possible to know if the secondary device is an edwards product due to the condition it was received. Additional information: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Event problem: (B)(4) - bioprosthesis vegetation. Evaluation: method - device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject serial number was traced back to its sterility lot; and the complaint database indicate no other endocarditis complaints/report received for any devices processed under the same sterility lot. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Although the source and type of infection have not been determined, the investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired 33 days post aortic valve replacement. Upon follow-up, the healthcare provider indicated that the cause of death was bacterial endocarditis complication. An autopsy was performed and the procured heart pathology report states the following: " active endocarditis with adjacent myocardial involvement, consisting of focally destructive purulent inflammation (evaluated with vvg stain). Involving the bioprosthetic aortic valve ring and anterior mitral valve patch, with dehiscence, without identifiable organisms (evaluated with tissue gram and gms stains). [Also] chronic smoldering endocarditis, with moderate non-granulomatous lympplasmacytic inflammation and granulation tissue. Gross and microscopic left ventricular hypertrophy and dilation, moderate. Fibrosis involving the inferior wall of the left ventricle... Aortic bioprosthetic valve without calcification, cusp tear, thrombus, obstructive fibrous ingrowth (pannus), or vegetation, seated in a plane nearly parallel to the ascending aorta and oriented with the valve opening toward the anterior aortic wall with associated concomitant dilation of the anterior ascending aortic root...mild coronary artery atherosclerosis". The healthcare provider indicated that edwards' device did not cause or contribute to the patient's death.